Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that a customer received lower readings on the adc freestyle libre sensor scan compared to a laboratory result. The hcp reported that a laboratory result of 666 mg/dl was received, compared to a sensor scan result of 417 mg/dl, within 10 minutes. When plotted on a parke¿s error grid the results are out of range, showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and insulin was administered as treatment (unknown route of administration). It was also noted that the customer was placed in the intensive care unit, as the blood glucose could not be stabilized. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare provider reported that a customer received lower readings on the adc freestyle libre sensor scan compared to a laboratory result. The hcp reported that a laboratory result of 666 mg/dl was received, compared to a sensor scan result of 417 mg/dl, within 10 minutes. When plotted on a parke¿s error grid the results are out of range, showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and insulin was administered as treatment (unknown route of administration). It was also noted that the customer was placed in the intensive care unit, as the blood glucose could not be stabilized. There was no report of death or permanent impairment associated with this event.